Manufacturer narrative:
No medwatch received from user facility. All info has been reported by MFR. Unable to determine as device is not being returned. A three year review of returns shows no complaints for this type of failure.

Event description:
During a laparoscopic procedure, the tip of the device broke and became lodged within a port. The tip was able to be retrieved by the surgeon. There was no injury reported.